Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain specific device information, however, our attempts have been unsuccessful. Therefore, this event could not be confirmed, as the cause could not be definitively determined.

Event description:
Citation: low-pressure balloon angioplasty with adjuvant pharmacological therapy in patients with acute ischemic stroke caused by intracranial arterial occlusions. Nogueira rg1, schwamm lh, buonanno fs, koroshetz wj, yoo aj, rabinov jd, pryor jc, hirsch ja. Neuroradiology. 2008 apr;50(4):331-40. Doi: 10.1007/s00234-007-0340-z. Epub 2008 jan 3. Medtronic received report that during the used of the balloon guide catheter, the device was reported to have incomplete balloon deflation, however, this event had no any clinical or radiographic consequences.